Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin. Prior to calling tandem technical support, the customer added 110 units of additional insulin to the existing cartridge, and confirmed that the fill estimate was accurate. The customer's blood glucose level was 211 mg/dl.